Event description:
The intended procedure was for a therapeutic oral surgery and temporomandibular joint.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: h4. Update fields: b5. The device was returned to olympus for inspection and the reported failure of peeling of the tissue pad was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it was found that the probe was contacting the non-insulated area (grasping section) during the ultrasonic output activation causing scratches on the probe. The scratches led to the cracks causing the probe to break. There was a contact mark on the non-insulated of the grasping section indicating that the non-insulated area was in contact with the probe. The tissue pad in the grasping section was worn away; a part of the tissue pad was peeled away. Based on the condition of the probe and the non insulated areas, black charring was observed; therefore, it is considered that the device was used during a procedure. It is likely the defect was caused by stress of repeated use, external factors, or handling. The event can be detached/prevented by following the instructions for use which state: do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. If any irregularity is observed, take proper remedial actions by referring to chapter 8, should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during pre-use inspection, prior to patient sedation, an error occurred during the connection test with the thunderbeat device. Inspection of the tissue pad revealed that the tip was peeling, and upon contact, the white portion peeled off. A similar issue was subsequently identified with a second thunderbeat device, in which the white area remained attached but was unstable and wobbly. Replacing the transducer and the electrosurgical generator (esg) did not resolve the error. The procedure was completed using a competitor¿s device. No patient harm was reported in association with this event. Complaints have been opened for both thunderbeat devices related to tissue pad malfunctions.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.